Event description:
Caller reported experiencing two alarms, alarm 2 followed by alarm 26, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller through several troubleshooting steps. The customer was advised to replace supplies as necessary and resume insulin therapy.